Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to service benelux for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including patient impedance calibration and a full preventive maintenance without duplicating the report. The device was recertified and returned to the customer. The accessories used during the event were not retained. No trend is associated with reports of this type.